Event description:
It was reported that the user attempted to change only the tubing of the infusion set, experienced an ¿unable to proceed¿ message during the fill tubing step consistent with an obstruction of flow, and the issue resolved after replacing the tubing; the user declined inset replacements. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation-related problem associated with the connector/coupler that aligned with an obstruction of flow during tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.